Event description:
It was reported that the catheter was inserted in the pt's left ac for long term antibiotic therapy. During removal of the stylet wire, it was noted to be "frayed". An x-ray was taken and showed a foreign body in the pulmonary artery. The foreign body was removed, and was determined to be a piece of the stylet wire. There were no further complications.